Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain, injury, and elevated metal ions.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Updated rec'd 10/25/2016 supplemental received. Part and lot information was provided. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd - 6/11/2015. Partial medical records received. Patient reported to have low metal ion levels of co 1 and cr 1.1. Patient was admitted for revision to address discomfort, osteolysis and disability. Complete revision procedure reports were not received. The information received does not change the MDR decision. This complaint was updated on 06/18/15.